Manufacturer narrative:
The complaint device was reported to have been discarded and therefore, unavailable for return to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) reported that a crit-line device blood chamber blood leak occurred shortly after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed coming directly from the crit-line device. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The crit-line device was clamped off and removed, and the patient completed treatment on the same machine with the supplies in situ. The complaint device was reported have been discarded and therefore, unavailable for return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.